Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Very end of the screwdriver fused inside the glenospheres and sheered. It was not protruding and was not moving/able to be removed. 5 minute delay as the surgeon tried to remove the end. The tip remained implanted. The surgeon was confident that it had fused into the glenoid sphere and would have caused damage if we attempted to get it out.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.